Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Correction to b5, please see b5 for further information. Additional data: d8, h3, h4, h6. The device was evaluated where an additional potential adverse event was confirmed where foreign material was noted on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the positive culture investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of foreign material investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sampling date: may 14, 2024. Sampling from: suction channel. Cfu, bacterial identification: >80cfu/volume, escherichia coli, 10cfu/volume unk ( no indicator germ). Sampling from: aw channel. Cfu, bacterial identification: 1cfu/volume, staphylococcus spp. Sampling date: may 22, 2024. Sampling from: suction channel. Cfu> 80cfu/volume. Bacterial identification:5cfu/volume, serratia spp, unk: (no indicator germ).

Event description:
It was reported that, during reprocessing, colonovideoscope tested positive for greater than 80 colony forming units (cfus) of enterobacteries in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, olympus sent out the device for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and microbial of 1 colony forming units (cfu) of bacillaceae was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.